Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
May 26, 2017: legal medical records received. Pfs alleges pain, itchy rashes and high metal ions. Patient was advised to undergo revision on (B)(6) 2014. After review of the medical records for the MDR reportability, there were no reports or records that the patient underwent a revision. Shall there be new information received, this complaint will be updated.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.